Event description:
New information noted the helix on the leadless pacemaker was stretched.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix of the leadless pacemaker (lp) was deformed while trying to reposition the lp. A different lp was used to complete the procedure. The patient was in stable condition.